Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Patient was revised to address pain, elevated metal ion levels and fluid collection around the hip.

Event description:
Update: (B)(4) 2014 clinical records indicate adverse local soft tissue reaction. There is no new additional information that would affect the investigation. This complaint was last updated on: (B)(4) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 03/31/2014 - medical records received. Patient was revised to address necrosis and a pseudotumor. The information received does not change the MDR decision. This complaint was updated on: 04/22/2014.